Event description:
It was reported that a patient is experiencing bradycardia and the patient's physician requested further data or literature on bradycardia and vns therapy. The physician does not know at this time whether the bradycardia is related to the vns. No additional relevant information has been received to date.